Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was implanted with complete seal noted. At the routine follow up 79 days post index procedure, computed tomography (CT) imaging revealed a 1.8mm leak from the closure device. The closure device remained in the original implanted position. The physicians decided to have the patient remain on a blood thinner medication (aspirin and plavix), but the patient refused. No further interventions or patient consequences were noted.